Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic splenectomy, when the device was being applied in the spleen tissue there was poor staple formation and the staple line was incomplete in the remote part. Another device was used to complete the case. There was no patient harm.